Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported unexplained high and low blood glucose levels. The customer felt uncomfortable using the insulin pump and declined troubleshooting, so was sent a loaner insulin pump. The blood glucose level reported was 30 mg/dl. No further information was provided.